Manufacturer narrative:
The device evaluation was completed on 09-sep-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation on 03-sep-2025. A visual inspection evaluation and irrigation test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the hub section. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed and no leakage, air, or bubbles were observed. A device history record was performed, and no internal actions related to the reported complaint were identified. The hub issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo and a broken hub issue was observed. It was reported that the hub of the hemostatic valve was cracked. The scrub technician noticed the issue while advancing the dilator and flushing during preparation. The sheath was replaced and the issue resolved. Additional information was received. The hemostatic valve was not dislodged inside the hub nor outside of the hub. The brim cap/hub did not become detached from the sheath. It was partially attached. Additional attempts have been made to obtain clarification of this complaint. However, no further information has been made available this event was assessed as MDR reportable for a broken hub issue.